Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The iab was already slightly unwrapped when it was removed from the tray. The md inserted the iab into the super arrow-flex (saf) sheath and the iab became stuck. The md removed the iab from the saf sheath. The saf sheath and the spring wire guide (swg) remained in the right femoral artery. The md replaced the iab with a 35cc zeon. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is good.